Event description:
It was reported that the 9800 system had a milli amp sensor failure which prevents system operation. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage tank was replaced during the service call. The system was tested and found to be working as intended and put back into service.